Event description:
(B)(4). Letter from dr morgan to patient indicates that he has seen this situation once before "microabscesses" (mini-infections) around the pds sutures.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.